Manufacturer narrative:
The exact implant date is unknown. The catalog number is unknown, if received it will be provided. Complaint conclusion: as reported, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, caval thrombosis, thrombosis/embolism, and unsuccessful percutaneous attempted retrieval. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The trapease filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. A caval thrombosis and an unnamed venous thrombosis/embolism do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological, lesion characteristics or other comorbidities. Without procedural films for review, the reported retrieval difficulty, unable to retrieve from the vessel wall, could not be confirmed. However, the cordis trapease® permanent vena cava filter is designed as a permanent vena cava filter. Six straight struts that contain a proximal and distal hooks are designed for fixation of the trapease filter to the vessel wall. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The off-label attempt at removal of this filter likely contributed to the retrieval difficulty experienced by the customer. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, caval thrombosis, thrombosis/embolism, and unsuccessful percutaneous attempted retrieval. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Event description:
As reported by the legal department, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, caval thrombosis, thrombosis/embolism, and unsuccessful percutaneous attempted retrieval. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The following additional information was received per the patient¿s implant records: the filter was implanted across the 3rd lumbar vertebral body to minimize the risk of recurrent pulmonary embolism. According to the information received in the patient profile form (ppf), patient became aware of the reported events approximately two years and nine months post implantation. The patient also reports suffering blood clots, clotting, and/or occlusion of the ivc. The brief reports that the device is unable to be retrieved, there was one attempt made to remove the filter. Due to the occlusion and thrombosis of the ivc with collateral venous drainage, the removal was unsuccessful. The report noted the thrombotic treatment was successful in stenting the ivc left iliac and left external iliac veins. The patient also reports to be suffering from anxiety.

Manufacturer narrative:
Implant date was confirmed. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: it was reported that a patient underwent placement of the trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, caval thrombosis, thrombosis/embolism, and could not be retrieved. According to the information received in the patient profile form (ppf), patient became aware of the reported events approximately two years and nine months post implantation. The patient also reports to have experienced blood clots, clotting, and/or occlusion of the ivc. The information received indicated that there was an unsuccessful percutaneous attempt to remove the filter, due to occlusion and thrombosis of the ivc with collateral venous drainage. The report noted the thrombotic treatment was successful in stenting the ivc left iliac and left external iliac veins. The patient also reports to be suffering from anxiety. The indication for the filter implant was recurrent deep vain thrombosis (dvt) and pulmonary embolism with gastro-intestinal bleeding, contraindicated for anticoagulant therapy. The filter was placed via the right internal jugular vein and deployed across the third lumbar vertebral body without difficulties. The procedural record notes that a venocavography was performed under full strength conray and fluoroscopy and revealed a normal caliber vena cava, but the renal veins were not visualized. The patient tolerated the procedure well with no complications. Approximately three weeks prior the patient had a right subclavian power port placed for poor peripheral venous access with multiple medical conditions requiring frequent hospitalization and intravenous access. There is currently no additional information available. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without films of the index procedure or post implant imaging, the reported retrieval difficulty, could not be confirmed and could not be further clarified at this time. Blood clots, clotting, and device occlusion related to clotting do not indicate a device malfunction. Rather, patient and pharmacological factors may have contributed to these events. Without the procedural films and post-implant imaging available for review, the reported events and or a device malfunction could be confirmed. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. With the limited information provided it is not possible to establish a relationship between the reported events and the device. Given the limited information currently available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.